Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not recognize a battery) has been confirmed. As received, the battery charger/modem was unable to fully power on. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on the c/a board. The root cause for the flash memory failure could not be positively identified. The battery charger design change in (B)(4) was determined to be effective at reducing the occurrence of fractured bga's resulting from mechanical strain. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the charger would not recognize a battery.